Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.06 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was reported out of the laboratory, and a corrected report was issued. The repeat trop I es result (repeat < 0.012 ng/ml) was reported for the affected patient. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample. The investigation determined that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined. However, pre-analytical sample processing and/or an instrument related issue cannot be ruled out as contributing factors. The instrument investigation continues at the time of this report. There was no evidence to suggest that the vitros trop I es reagent malfunctioned.